Event description:
It was reported that the pt underwent an acromioplasty right shoulder with repair rotator cuff and excision distal clavicle on (B) (6) 2009. The wound was irrigated and then the deltoid muscle was anchored to the bone, using suture and subcutaneous was closed with suture. Subsequently, the pt developed an infection. The infection failed to respond to antibiotic treatment, and on (B) (6) 2009, the surgeon performed an arthrotomy of the right shoulder. Hyalinized tissue was found at the subcutaneous level. The infection continued to persist, and on (B) (6) 2009 the pt underwent a second arthrotomy of the right shoulder with debridement. No additional info was provided at this time.

Manufacturer narrative:
(B) (4). (B) (4). Infection. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: there are two possible devices involved in the event as follows: coated vicryl (polyglactin 910) suture; ethibond extra & excel polyester suture.